Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported having permanent damage to both eyes two years post lasik. The consumer noted having big star burst, halos, dry eyes, and vision that is not correctable with glasses or contacts. Additional information received states that the patient had hazy vision and a hard time adjusting to light at the one day postoperative visit. The patient is using topical artificial tear drops and was fitted for scleral contact lenses. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows the system passed successfully all initialization steps and the user performed a gas change, skipped the scanner test and performed the needed energy, eyetracker and fluence test without any issue. The logfile review shows all treatments were performed successfully. The user performed energy checks within recommend time range. The energy was stable during that day. Clinical review shows the eye had a preoperative refraction of -6.25-0.50x017, the auto refractor measurement backed this refraction up and it was entered into ibra. Ibra suggested to enter a value around this refraction, however the clinic decided to go for -7.00-0.25x027 (10 degrees of). This can also be responsible for the hyperopic shift of the patient. The latest topographical picture shows a clear decentration towards superior. These decentered treatments typically lead to the difficulties, with visual quality, described by the patient. The reason for the decentration cannot be determined. There is some blood present in the hinge area. No technical root cause was identified as the product was found to be within specifications. The possible root cause for the reported event except dry eye could be a decentered treatment and a little higher refraction decided for the treatment as the pre op refraction. The manufacturer internal reference number is: (B)(4).